Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that during surgery the glenosphere was maligned causing poor range of motion. The glenosphere was removed and repositioned.